Manufacturer narrative:
The insulin pump received with partially broken reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads, cracked case at reservoir tube window corner and missing reservoir tube o-ring.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported reservoir tube lip cracked and broke off. Customer's blood glucose was 150 mg/dl. Customer was advised that insulin pump would need to be replaced.